Event description:
Less than a month ago ((B)(6) 2017) I received and started using the roche accu-check "guide" device. I used the device before each meal in order to determine the amount the insulin to inject. I am insulin dependent. Almost immediately I started having problems - errors (e-7) that required a second pin prick and another test strip. Then the device started instructing me to remove the batteries and restart the process. Again, multiple pin pricks and strips. Last night the device would not turn on at all. I called roche and they determined the battery was probably dead. I told them it was impossible after less than a month and they said the batteries were in the device longer than that. When I asked for fresh batteries, they said they do not supply fresh batteries. This is inexcusable. They must be required to furnish fresh batteries with devices.